Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer's blood glucose (bg) was 600 mg/dl. Ketone level was large. Customer went to the emergency room. Healthcare provider identified ketones as being dangerous and manual insulin injections were administered. Customer left the ER in "normal condition". Bg was 340 mg/dl. Customer reverted to manual injections for insulin therapy. Contact alleged pump was not working properly and was cause of event. Tandem technical support had the contact review the pump history; no alerts/alarms were identified. Pump appeared to be working as expected.